Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic forceps would not open fully. Procedure details and patient impact were not reported.

Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample was not received by the investigation site for evaluation. The root cause cannot be identified conclusively because no picture or sample has been received. Investigation has been completed based on current information. Should sample returned, this file will be re-opened, and failure analysis will be performed. The manufacturer internal reference number is: (B)(4).